Event description:
Guidant received info that the implantable cardioverter defibrillator (ICD) could not be interrogated 24 months post implant. The device was explanted. A new ICD was successfully implanted.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated 24 months post implant. The device was explanted. A new ICD was successfully implanted.